Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's air flow values were incorrect based on settings. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's air inlet foam filter needs to be replaced due to preventive maintenance. The unit was not serviced due to customer request.

Event description:
The manufacturer received information alleging a ventilator's air flow values were incorrect based on settings. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.